Event description:
It was reported that this pacemaker was interrogated during a routine follow up and had entered safety mode. A replacement procedure was scheduled but no date was provided. This device remains in service. No adverse patient effects were reported. Additional information received indicates the device has been explanted. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was interrogated during a routine follow up and had entered safety mode. A replacement procedure was scheduled but no date was provided. This device remains in service. No adverse patient effects were reported.